Event description:
Moxy liquid cooled greenlight laser fiber broke during procedure. Replaced with light device with different lot number and finished procedure without issue. Fiber released back to laser technician from (B)(4). FDA safety report ID# (B)(4).